Event description:
The technician alleged the side rail was not latching. No pt impact.

Manufacturer narrative:
The technician found dried blood on the side rail latch assembly. The technician cleaned the side rail latch assembly to resolve the issue.